Event description:
It was reported that after the ekos procedure, the patient developed critical limb ischemia, requiring surgery, and later required limb amputation. This ekos endovascular device, 106x24cm was selected for use to clear intra-stent thrombosis and clear runoff vessels. The ekos device was noted to have been used as normal and without any issues. However, after the procedure, the patient developed critical ischemia with ankle stiffness, calf compartment syndrome, and was cold in the limbs. The physician then performed fasciotomies, attempted embolectomy, angiograms, and superficial posterior femoral-tibial bypass surgery. The patient went to the intensive care unit, and later returned for limb amputation. It was further reported that the physician believed the critical ischemia with ankle stiffness, calf compartment syndrome, and cold limbs was caused by distal microembolization. The patient was discharged after successful hip disarticulation.

Manufacturer narrative:
Correction: h6. Impact codes. This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Device analysis results. The device was not returned for analysis; therefore, a technical analysis could not be performed. Device history review: a device history review was performed on the two potential batch/lots for this complaint: 8035466651 and 8035445551. It was confirmed that these devices met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. A second catheter with lot 8035445551 was reported to also have been used during the procedure. It was unknown which catheter may have contributed to the patient symptoms; therefore, reporting on ekos catheter with lot 8035466651.

Event description:
It was reported that after the ekos procedure, the patient developed critical limb ischemia, requiring surgery, and later required limb amputation. This ekos endovascular device, 106x24cm was selected for use to clear intra-stent thrombosis and clear runoff vessels. The ekos device was noted to have been used as normal and without any issues. However, after the procedure, the patient developed critical ischemia with ankle stiffness, calf compartment syndrome, and was cold in the limbs. The physician then performed fasciotomies, attempted embolectomy, angiograms, and superficial posterior femoral-tibial bypass surgery. The patient went to the intensive care unit, and later returned for limb amputation.

Manufacturer narrative:
A second catheter with lot 8035445551 was reported to also have been used during the procedure. It was unknown which catheter may have contributed to the patient symptoms; therefore, reporting on ekos catheter with lot 8035466651.

Event description:
It was reported that after the ekos procedure, the patient developed critical limb ischemia, requiring surgery, and later required limb amputation. This ekos endovascular device, 106x24cm was selected for use to clear intra-stent thrombosis and clear runoff vessels. The ekos device was noted to have been used as normal and without any issues. However, after the procedure, the patient developed critical ischemia with ankle stiffness, calf compartment syndrome, and was cold in the limbs. The physician then performed fasciotomies, attempted embolectomy, angiograms, and superficial posterior femoral-tibial bypass surgery. The patient went to the intensive care unit, and later returned for limb amputation. It was further reported that the physician believed the critical ischemia with ankle stiffness, calf compartment syndrome, and cold limbs was caused by distal microembolization. The patient was discharged after successful hip disarticulation.